Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9017633. Medical device expiration date: 2022-01-31. Device manufacture date: 2019-01-17. Medical device lot #: 9017617. Medical device expiration date: 2021-12-31. Device manufacture date: 2019-01-17. Medical device lot #: 9056669. Medical device expiration date: 2022-01-31. Device manufacture date: 2019-02-25. Investigation summary: two samples and three photos received for investigation. Physical sample have no packaging flow wrap, but have plunger rod-rubber stopper, tip cap, saline solution and barrel label. Both samples were tested by performing a functional test. No leakage was observed. Note, the syringe is not designed to drawing blood. The posiflush sp syringe is designed to flush the IV lines by pressing down the plunger rod-rubber stopper. Not push- pull for blood sampling. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the defect was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause could not be determined.

Event description:
Material no: 30654778, batch no: 9017633, 9017617, 9056669. It was reported that during use of the syr 10ml pump compatible saline 10ml fil there was an issue with leakage past the plunger. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: PICC/IV team(3 syringes) lots 9017633, 9017617, 9056669. Leaking beyond the plunger using standard flush technique.